Event description:
It was reported that the patient was admitted to the hospital after experiencing bradycardia. While attempting to interrogate the pacemaker (pm), it was noted that the pm was unable to be interrogated, exhibited no magnet response and premature battery depletion. The pm was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Premature discharge of battery was not confirmed. The reported event of unable to interrogate and no magnet response were confirmed the device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.